Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed the battery pins were worn and damaged. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.